Event description:
It was reported that the user experienced hyperglycemia after a missed dinner meal announcement while using the ilet system, with a blood glucose of 274 mg/dl, and received education on proper meal announcement technique and locating meals in reports. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device malfunction and identified user error related to a missed meal announcement, with normal device behavior. It was concluded, based on previously established findings for similar reports, that the cause was use error.